Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition throughout the procedure.